Event description:
It was reported that the user experienced a severe high blood glucose event after forgetting to resume insulin delivery on the ilet pump following a pause, with a caregiver indicating the pause may have occurred around showering or exercise. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and characterized the issue as a use-of-device problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user action in not resuming delivery.